Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2096031, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed blood coming out of some blood samples, but none displayed any nexiva device. Without a detailed photo of the nexiva device or a physical sample the engineer could not identify any product defects. Therefore, based off the provided photos the engineer could not verify the reported defect. Since no defects could be identified a definitive root cause could not be determined.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems leaked blood during use. The following information was provided by the initial reporter: "noted that whilst collecting a patient sample the llad was leaking from the 18g needle inside the holder where the blood tubes are inserted. Customer collected 2-3 blood tubes and not sure whether this is caused by user error or the llad is leaking. She did note this has happened in 2 separate patients and could be a device error."

Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems leaked blood during use. The following information was provided by the initial reporter: "noted that whilst collecting a patient sample the llad was leaking from the 18g needle inside the holder where the blood tubes are inserted. Customer collected 2-3 blood tubes and not sure whether this is caused by user error or the llad is leaking. She did note this has happened in 2 separate patients and could be a device error."